Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure in 2008. During the procedure, the system kept displaying fluid loss alarms (unknown rate). The procedure was paused and a tenaculum stabilizer was added and a cap on the end of the sheath was replaced. The system was restarted and during the start up phase, a puncture in the sheath was noticed.the puncture was reportedly caused by the tenaculum. The procedure was completed with another hydrothermablator procedure set. The patient's condition was reported as "fine."